Manufacturer narrative:
Follow-up received on 08-sep-2015: the ptc investigation result was provided. Ptc global number is (B)(4). Final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: no product quality defect was confirmed therefore a relationship to the reported medical events is excluded. The technical assessment concluded "unconfirmed quality defect". Based on the available information, there is no relationship between the reported medical events and a quality defect. Company causality comment: this non-medically confirmed spontaneous case report refers to a (B)(6) female patient, who had essure (fallopian tube occlusion insert) inserted and essure coils had migrated into her abdomen (see as device dislocation). This event is serious due medical importance and listed in the reference safety information for essure. During essure use, there is a risk that the device could move out of fallopian tubes into abdominal cavity. In this case, during hsg performed three months after placement, it was found out that essure coils had migrated into her abdomen. A couple of years later, essure coils were located and mostly removed from her body in a 4 hour surgery. Since then, she is recovering but an 11 inch scar was left. Although the exact date and mechanism of this dislocation have not been informed, considering event's nature and recovery after removal, causal relationship with suspect insert cannot be excluded. Since essure removal was required, this case is regarded as incident. Since no product was provided and no batch number was provided a quality defect cannot be confirmed. Based on available information, there is no reason to suspect that the events were caused by a potential quality defect. No active follow-up will be pursued, as this case was identified during health authority website monitoring.

Event description:
This case has been identified during monitoring of postings on an FDA hosted docket website, which has been established in preparation of a public FDA advisory committee meeting taking place in (B)(4) 2015 (case# (B)(4), awareness date 12-aug-2015). It refers to a female consumer of unspecified age in united states who had essure (fallopian tube occlusion insert) inserted in (B)(6) 2010. The consumer reported that 3 months after the procedure, she had the hsg (hysterosalpingogram) test and learned that the essure coils had migrated into her abdomen. Her physician assured her that there was no concern, and that she could put more essure coils in which the consumer refused. In november, she started having symptoms she thought it was the flu, at first. Then her physician had her tested for mono. She was achy and tired all the time; she started to have headaches and dizzy spells (she was tested for ms - multiple sclerosis). She reported that by christmas she had diarrhea every day for 3 weeks, and could only eat bland food. In (B)(6) she was taken to the emergency room when she was too disoriented to function. They ran tests and pumped her full of b12 and sent her home. She was sent to neurologists and allergists, endocrinologists and oncologists. Eighteen months had gone by since essure had been implanted and she had been sick for 14 of them. Finally a hematologist came into the picture and he determined that she was having a systemic response. He asked if she had breast implants - or anything that could be causing her body to shut down. The consumer reported that the worst part this ordeal ended 22 months and 2 days after it started when the essure coils were located and mostly removed from her body in a 4 hour surgery, with 2 surgeons that left her with an 11 inch scar. A portion of her uterus and the tissue touching the coils were also removed that day, and she started the very long healing process. Within 2 days she was feeling much more like she had before the essure coils were implanted. Company causality comment: this non-medically confirmed spontaneous case report refers to a (B)(6) female patient, who had essure (fallopian tube occlusion insert) inserted and essure coils had migrated into her abdomen (see as device dislocation). This event is serious due medical importance and listed in the reference safety information for essure. During essure use, there is a risk that the device could move out of fallopian tubes into abdominal cavity. In this case, during hsg performed three months after placement, it was found out that essure coils had migrated into her abdomen. A couple of years later, essure coils were located and mostly removed from her body in a 4 hour surgery. Since then, she is recovering but an 11 inch scar was left. Although the exact date and mechanism of this dislocation have not been informed, considering event's nature and recovery after removal, causal relationship with suspect insert cannot be excluded. Since essure removal was required, this case is regarded as incident. No further follow up will be actively pursued, since this case was identified during health authority website monitoring.